Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system indicated poor high voltage problem¿. System restart temporarily resolved the issue. Fse replaced the mains interface unit (miu). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an intermittent exposure failure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.